Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 2.5 x 15 mm tazuna, 3.0 x 15 mm signet; guide wire: runthrough ns; guide cath: axess 6f jl4; stent: 3.0 x 18 mm xience v. Balloon material ruptures can be affected by numerous factors including, but are not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use, this suggests that the balloon was not damaged prior to the procedure. Additionally, the lesion was reported as moderately tortuous, mildly calcified and 90% stenosed, which may have contributed to the reported difficulty. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. Ultimately, return of the voyager nc may have aided the investigation in determining a cause for the experienced rupture. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported rupture cannot be determined. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity.

Event description:
It was reported that during a procedure, the target proximal circumflex (lcx), vessel diameter 3.0mm, lesion length 18mm, moderately tortuous, mildy calcified, concentric, 90% stenosis, de novo lesion, the 3.0x18 mm xience v was deployed and post-dilatation was performed with the 3.0x15 mm voyager nc. During the first inflation, the balloon ruptured at 6-8 atmosphere (atm). A non-abbott balloon was used to complete the procedure. There was no reported patient effect. Though requested, no additional information was provided.